Manufacturer narrative:
Patient information was unavailable from the site. While investigating the reported issue, a medtronic representative confirmed that there was no communication to motion controllers. A replacement motion controller was shipped to the site. The medtronic representative replaced the motion controller and performed a mechanical and functional test of the imaging system. The test revealed that replacing the motion controller resolved the issue. After part replacement a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The device was returned to medtronic for analysis. On-site functional and performance investigation was completed on the returned motion control box. The medtronic investigation confirmed the reported problem "no communication to motion controllers". The imaging application did not see any motion control boxes. (B)(4).

Event description:
A medtronic representative reported that while in a spine procedure, the imaging system displayed "system initializing please wait" across the pendant and it wouldn't move forward. In trouble-shooting, the imaging system it was verified that the motion controller boot bars would not initialize. During the call, a medtronic representative logged into the computer and confirmed that none of the motion controllers were communicating. The surgeon completed the procedure with the use of the imaging system and the navigation system. There was a reported twenty minute delay to the procedure due to this issue. There was no impact on patient outcome.